Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Right hemicolectomy- "before this surgery the patient had being operated of peritonitis. She has too much tissue adhesions. After 40 minutes using voyant the doctor decided to not use energy and cutting the tissue without switch on the energy button. They considered that was very dangerous to apply energy. I advised them to this wasn't good way to use our device. They spent 5 minutes using our voyant cutting tissue without energy. At the end the handle was locked and it was impossible to open. Fortunately there weren't risk for the patient. I opened another new device and they finish the surgery." Patient status - "nothing. The patient is ok." Additional information was the blade lever still engaged when the surgeon was attempting to unlatch the handle: no; was tissue in the jaws when the handles were locked: yes; how often was this observed: once; how long had the device been used before the issue was observed (approx. # of activations): 40 minutes. 30 activations more less.

Manufacturer narrative:
The incident product was not returned for evaluation as the product was lost by the user facility. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.